Manufacturer narrative:
Unit passed displacement, and self tests; it failed active current measurement, and sleep current measurement tests. After further review there were no signs of previous moisture damage or corrosion on the electronic assembly. After swapping the boards out into another case, and then swapping a known good onto electrical board, both current measurements went down but still was not within passing range. The high current measurement appears to be due to electrical board. (B)(4).

Event description:
It was reported that the insulin pump did not recognized batteries correctly. The customer blood glucose was unknown. Customer stated that battery cap not damaged, more than one battery tried and not moisture damage on insulin pump. The insulin pump will be returned for analysis.